Event description:
It was reported that bd connecta plus3 white - leakage. Our customers have noticed several problems with these devices, including: the tap unscrews when used with a noradrenaline syringe, leakage, and difficulty opening/closing. These malfunctions seriously compromise the safety of drug administration and may affect the patient's prognosis.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photo or sample for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.